Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The accident was reported but that the meter dropping into the sink was an accident, no other accident was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had car accident. The customer¿s blood glucose level was unknown. Customer reported that the glucose meter was fell into water. The insulin pump will not be returned for analysis.